Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 22-dec-2015, fse arrived at the site to replace the thermal printer. No further issues were reported and no further action was required by field service. The most probable cause of the reported event was due to fault/failure of the thermal printer.

Event description:
On (B)(6) 2015, the customer reported that the printer for their g7 analyzer was offline and not printing. Technical support instructed the customer to reboot the device without success. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.